Event description:
The customer reported that the unit was unable to perform 12-lead.

Manufacturer narrative:
The customer reported that the unit was unable to perform 12-lead. The unit was evaluated by the philips fse. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.